Event description:
On (B)(6) 2010, an infusion set was received from the pt along with a letter stating he experienced elevated blood glucose due to a bent infusion set cannula. He stated his blood glucose measured 129 mg/dl at 1:00am and at 5:07am his blood glucose was elevated to 224 mg/dl, 232 mg/dl at 6:00am, and 237 mg/dl at 10:00am. He stated, he bolused 4.5 units of insulin and then he bolused 2 units and stated only a drop of insulin came from the infusion tubing. The infusion set had been in use for 3 days. Upon follow up with the pt on (B)(6) 2010, he stated he now knows the bent cannula was due to scar tissue. He changed the infusion set and his blood glucose has improved. His normal blood glucose range is 140-160 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was returned for evaluation.